Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information shows the system was explanted approximately 06 jun 2017

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04753. It was reported the system did not provide adequate relief for the patient. Surgical intervention took place where the scs system was explanted to address the issue.